Event description:
The information received from the (B)(6) study indicated that post-procedure the patient had elevated cardiac enzymes (ck 218 (ul 170) u/l, ck-mb 10.2 (ul 2.4) ng/ml and troponin I 2.74 (ul 0.399) ng/ml). During the six months follow up the patient had stable angina. Approximately a month and a half after the index procedure, the patient developed thrombocytopenia. The event was managed medically only. The event was reported to be unrelated to the index procedure and the cypher stents.

Event description:
Additional information was received that indicated the patient was admitted with acute coronary syndrome for which the culprit vessel was stented. The patient had one episode of angina during the (B)(6) month follow up that was relieved with 2 nitroglycerin with no further episodes. There was no angiogram performed. The patient had a follow-up stress test prior to his 12 month clinic visit, which was normal.

Manufacturer narrative:
The information received from the (B)(4) study indicated that post-procedure the patient had elevated cardiac enzymes. Re-pci was not performed. The indication for the index procedure was acute coronary syndrome with 26 hours of onset prior to procedure. Past medical history includes history of angina, previous pci (1999) with balloon angioplasty, family history of coronary artery disease, hyperlipidaemia, history of smoking, gerd , rotator cuff surgery and herniorrhaphy. Pci was performed to treat two lesions. The first target lesion was the proximal lad. The lesion was described as de novo, type b2 95% stenosed with definite thrombus present and timi ii flow. The lesion was pre-dilated before the implantation of a 3.0x13 mm cypher stent at 17 atm. A 3.0x8 mm cypher was implanted distally because there was mild haze distal to the stent edge. The stents were post-dilated. The residual diameter stenosis measured 0% and timi iii flow was reported. The second target lesion was the distal rca. The lesion was described as de novo, type b, thrombus absent, heavily calcified and 90% stenosed. The lesion was pre-dilated before a 3.0x13 mm cypher was implanted successfully. Pre-procedural cardiac enzymes were: ck 218 (ul 170) u/l, ck-mb 10.6 (ul 2.4) ng/ml and troponin I 2.74 (ul 0.399) ng/ml). Six to twelve hours post index procedure, cardiac enzymes were as follows: ck 287 (ul 170) u/l, ck-mb 10.2 (ul 2.4) ng/ml and troponin I 2.74 (ul 0.399) ng/ml). 16-24 hours post index procedure cardiac enzymes were: ck 236 (ul 170) u/l, ck-mb 5.55 (ul 2.4) ng/ml and troponin I 2.66 (ul 0.399) ng/ml. During the six months follow up the patient had stable angina that was relieved with nitroglycerin with no further episodes. There was no angiogram performed. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029486 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is our intention to report the increased enzymes observed post cypher stents implantation conservatively since more than 24 hours had passed since the onset of the acute coronary syndrome (acs) diagnosis. However, the increased enzymes may also be related to the presence of definite thrombus in one of the target lesions occluding blood flow until the cypher stents were implanted. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three devices implanted in the same patient and reported under manufacturing report #s 3003742446-2010-00474, 3003742446-2010-00475 and 3003742446-2010-00476.

Manufacturer narrative:
The patient was admitted to the index procedure with stable angina. The 1st target lesion treated was a 95% stenosis in the proximal left anterior descending (lad) artery. The type b2 lesion was de novo and thrombotic. The lesion was pre-dilated with a 2 x 8mm balloon at 8atm with a non-cordis balloon. A 3.0 x 13mm cypher stent was deployed at 17atm successfully. The 2nd stent implanted was a 3.0 x 8mm cypher stent at 17 atm distal from and overlapping the 1st stent. The 2nd stent was implanted due to a mild haze distal to the edge of the 1st stent. The stents were post-dilated with a 3.0 x 8mm balloon at 8atm and 17atm, respectively, per standard procedure. The residual stenosis was 0%. There were no angiographic complications or product malfunction with the cypher stents. The second target lesion treated was a 90% stenosis in the distal right coronary artery (rca). The type b1 lesion was de novo and had moderate calcification. The lesion was pre-dilated with a 2.25 x 8mm with a non-cordis balloon at 14atm. A 3.0 x 13mm cypher stent was deployed at 14 atm successfully. The stent was post-dilated with a 3.0 x 8mm balloon at 17atm, per standard procedure. The residual stenosis was 0%. There was no angiographic complication or product malfunction with the cypher stent. There was no angina during the 30 days and 12 month follow up. (B)(6) 2009: metropolol 25mg, 1998: simvistation 40mg, (B)(6) 2009: ranitidine 150mg, (B)(6) 2007: omeprazole 20 mg, 2009: aciphex 20mg and (B)(6) 2010 metropolol 12.65mg. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15029486 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device remains implanted and is therefore not available for evaluation. This is one of three devices implanted in the same patient and reported under manufacturing report #s 3003742446-2010-00474, 3003742446-2010-00475 and 3003742446-2010-00476. Additional information will be submitted within 30 days from receipt.